Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) noticed the temperature was fluctuating in the thirty degree setting. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The user's facility's biomedical engineer (biomed) is going to troubleshoot more to verify it is the thiry-eight degree thermostat.